Event description:
Halyard health received a report from (B)(6) stating that on the ninth day of the patient's intubation on the pilot balloon inflation line detached from the endotracheal tube. One or two days prior to the incident the nurse in charge of the patient noticed that the cuff seamed to leak. The nurse inflated the balloon up to 40cm h2o and later the cuff decreased to 30 cm h2o. When the cuff pressure decreased the clinicians assessed the need to perform an exchange of the endotracheal tube due to the patient's condition the clinicians preferred not to exchange the tube. On day ninth day the inflation line detached and the clinicians extubated and re-intubated the patient. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
FDA was notified on (B)(4) 2014 of voluntary recall. Report number is pending. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4).